Event description:
It was reported that the console was unable to activate ithaw. A icefx cryoablation system us was used for a cryoablation procedure. During the procedure, at the end of the second freeze cycle, the user attempted to initiate active thaw on channel a. There was an ithaw malfunction on the console, and the case was completed by passive thaw. There were no patient consequences as a result of the event.